Event description:
Treatment plans for the brainlab m3 micro-multileaf collimator (micro-mlc) typically contain closed leaf pairs. Ideally no dose should be delivered through the small gap remaining between the closed leaf tips. However, a certain leakage is technically unavoidable unless this leaf gap is covered by the linac collimator (=jaws). If this leaf gap is not covered by the linac jaws, leakage radiation can pass through this gap. The amount of this leakage dose depends on the dose delivery system and mainly on the individual treatment plan. Compared to the planned treatment dose, in particular imrt plans with complex leaf sequences could result in a significant leakage dose. No misadministration to a pt has been reported to brainlab regarding this effect. The brainlab radiation treatment planning systems provide functionality to automatically place the leaf gap of the closed leaves behind the linac jaws during treatment planning. Related warnings and instructions are contained in the instructions for use.

Manufacturer narrative:
No misadministration to a pt has been reported to brainlab regarding this effect. Although there has been no pt injury nor any adverse event reported by any hosp regarding this specific issue, a risk to pt health could not be excluded. Summary eval: the brainlab radiation treatment planning systems provide the according functionality with related warnings and instructions. Brainlab determined that an update to the instructions for use for the m3 micro-mlc is advisable, to ensure that the relevant info and warnings are contained for the m3 also when used in combination with a non-brainlab treatment planning system. Brainlab intends the following corrective actions (concluded on august 21, 2012): existing m3 micro-mlc customers receive a product notification info. Brainlab provides an update to the instructions for use for the m3 micro-mlc.